Manufacturer narrative:
This report is submitted on march 26, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [138922-device analysis report.pdf]

Event description:
Per the clinic, the patient experienced migration of the electrode array resulting in the decision to explant. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.